Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancies. They almost got in a car accident due to the issue. They were driving, went into a reaction, and their daughter had to take the wheel. The issue began at one point when the sensor glucose value was 64 mg/dl but their blood glucose value was 146 mg/dl. On a tuesday, the sensor glucose value was 95 mg/dl but their blood glucose value was 38 mg/dl. They treated the low blood glucose with four glucose tablets. It was noted in troubleshooting that the sensor was expired. The customer declined troubleshooting for the low blood glucose. The device will not return for analysis.